Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported display issue could not be conclusively determined.

Event description:
During the procedure, the color yellow did not display on the workmate system and the signals were illegible. The screen was replaced and the connections were checked but the issue remained so the procedure was cancelled. Additional troubleshooting isolated the issue to the extension cable. There were no adverse consequences to the patient.